Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 of (B)(4). It was reported that during an arthroscopy surgical procedure it was observed that the gryphon p br ds anchor w/oc device anchor was broken off. All broken parts were removed. The user changed to another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this is report 2 of 2 of (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the anchor broken at the middle, but still attached to the inserter's tip. Device had signs of usage and all components were returned for evaluation. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential cause can be traced to an improper handling/care of the device or by procedure variables, such as unintended forces applied over the material that could have led to the device failure or by a misalignment/off axis position at the time of insertion. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.